Manufacturer narrative:
The customer-reported "black" companion 2 driver display was confirmed and reproduced during incoming functional testing of the driver where the display was observed to be dark and unreadable. The root-cause of the dark screen was determined to be due to a disconnection of the companion 2 lcd inverter cable from the inverter board on the driver's lcd display, as observed during internal inspection of the driver. During investigation, the cable and connector were inspected and found to be free from damage. When the connection between the companion 2 lcd inverter cable and the inverter board on the driver's lcd display was properly made, functionality of the driver display was restored. An additional functional test was performed verifying that with cable properly connected driver functions as intended. Due to the properly functioning components, it is suspected that the cable was not inserted properly during the initial assembly of the driver. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4709 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the companion 2 driver screen remained black when the driver was turned on.